Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrs. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon had difficulty inserting the locking screw in question since the tapping function did not work well. The surgeon forcefully compressed the screw and it could be inserted. Reportedly the cutting flute of the locking screw is bigger and not sharp enough compared with standard locking screws. The surgery was extended for 15 minutes. This is report 1 of 1 for (B)(4).